Event description:
It was reported that the subject device had an abnormal image color. The issue was found during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: slight scratches on the distal cap, slight wear and scratches on the insertion tube, component failure of the insertion part (ccd), light guide hose/insertion part distal end/outer tube. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image color caused by a component failure of the insertion part (ccd) and the light guide hose, slight scratches on the distal cap caused by a component failure of the insertion part distal end and slight wear and scratches on the insertion tube caused by a component failure of the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.